Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is underway.

Event description:
It was reported that the balloon could not be deflated after the first inflation inside the artery. The balloon was eventually able to be deflated; however, it was very difficult. There was no reported intervention or patient injury. The patient is reported to be doing very well.

Manufacturer narrative:
The device was returned for evaluation. During investigation, the balloon was observed to be kinked at 11cm from the tip, which could cause slow deflation. Based on the investigation and provided information, the reported complaint was confirmed. The root cause of the kink cannot be definitively determined; however, the damage to the device is consistent with improper handling of the device.